Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 11.2 mmol/l (mobile system) and 5.7 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. (B)(4).